Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level due to having high bg reminders disabled. Customer's bg was "high" according to continuous glucose monitor readings, and resulted in high ketones. It was addressed via a correction bolus as well as intervention in the form of the customer's sister administering a manual injection of 20 units. Assistance was also provided by an emergency medical technician who checked customer's vitals. Tandem technical support assisted customer in enabling high bg reminders.